Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, no pacing output was generated by the pacemaker. The pacemaker was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of no lv output could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including output verification test under nominal settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.